Event description:
Patient with chest pain syndrome likely attributed to right ventricular (rv) lead perforation. We have discussed the risks, benefits, and alternatives of rv lead extraction. Patient with a history of a st. Jude pacemaker placement a couple years back, for sinus node dysfunction with tachy-brady phenomenon and possibly chronotropic insufficiency. At that time, he was experiencing shortness of breath, dyspnea on exertion, fatigue, and chest pressure and dizziness. Unfortunately, he does not believe that his symptoms improved significantly following pacemaker placement. After implantation, he began to experience left upper quadrant back/left supra hemidiaphragmatic chest discomfort, and periods of rapid palpitations and jerking while lying on his left side. He was later diagnosed with diaphragmatic stimulation and his rv lead was turned off (6 months post implant). His pain continued, however, and a CT scan was performed that demonstrated the lead to be through the endocardium with the distal portion of the lead in the pericardium. No pericardial effusion was demonstrated and no macro perforation was identified. There was no evidence of effusion throughout the case. The patient remained hemodynamically stable.